Event description:
Pt's mother reported pump malfunction, stating they are having unspecified issues with new pump they received. No further information, details or dates available. Unknown if md is aware. Pump return box being sent. Serial number, lot number and expiration date are unknown. Dose/amount: naglazyme sdv- 60mg. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? Yes. Is device associated with evert available for return? - yes, return box has been sent. Reported to (B)(6) by: patient/caregiver.